Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service and repair evaluation: the customer reported the powered driver high speed does not work. The repair technician reported device doesn't run at fast forward mode, cracked contact plate, discolored wires & debris on barriers. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 19-aug-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. Device history lot: part # 05.000.008. Synthes lot # 008047. Supplier lot # 008047. Release to warehouse date: 24 may 2021. Manufacturing site: triangle manufacturing. No ncrs were generated during production. Device history review ==> review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on august 1, 2024 the powered driver high speed does not work the issue was observed during weekly audit there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.